Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the button on the patient bolus cord is pressed. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus cord button was pressed. This was due to a broken bolus pin in the bolus connection socket on the bottom end cap. (B) (4). (B) (4).